Manufacturer narrative:
Na

Event description:
It was reported that the patient present to the ER after receiving hv therapy. The patient reported exercising at the time of the shock. Noise was observed on the rv lead. The noise on the rv lead was not reproduced by pocket manipulation. The lead was capped and replaced.